Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 days. (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that bleeding from the pump pocket occurred. The patient was transfused with between 8 and 16 units of packed red blood cells. The cause was reported as in relation to the pump implant. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.